Manufacturer narrative:
During follow-up, the customer mentioned that they had misunderstood the format of the meter's results and confirmed that there was no issue with the meter. The device is performing as expected.

Manufacturer narrative:
The customer did not provide the product details or pictures of the meter associated with the event. Additionally, they did not respond to the follow-up attempt. Therefore, the device is not expected to be returned for evaluation and no investigation could be performed. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. Gudid information does not exists, as the customer did not provide the product information.

Event description:
The customer reported that he bought the contour® next gen meter in us and it was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.